Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was inserting into the port during a transabdominal preperitoneal (tapp) repair, the valve inside the port broke. The broken fragments of the valve fell into the patient's cavity and were collected, however, the very small piece (seemed to be less than 1 mm) could not be found and the procedure was completed with the piece remained in the cavity. It was also reported that when inserting into the yellow port, the resistance which was stronger than usual was felt. Although the tacking seemed to be done without problem, they still opened and used a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. Functionally, the handle could not be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.